Manufacturer narrative:
Details are listed in the article, titled ¿intravascular lithotripsy to facilitate extraction of very old cardiac implantable electronic devices leads. Journal of cardiovascular electrophysiology, february supplement 2026. Doi: [10.1111/jce.70280](https://doi.org/10.1111/jce.70280) ". Details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported via a journal article that a patient had endocarditis due to their right atrial (ra) and right ventricular (rv) leads. During explant, it was noted that both the ra and rv leads had calcified, making both leads difficult to remove. The ra and rv leads were explanted. The patient's condition was unknown.